Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the reservoir was noted. All components were removed and replaced. There were no patient complications reported.